Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 8mpeg20a for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that on (B)(6)2019 at 1:49 p.m., he obtained a blood glucose reading of 74 mg/dl with the contour next link 2.4 meter. Even though customer did not have any symptoms of hypoglycemia, he ate ice cream to increase his sugar levels. The customer performed another testing at 5:17 p.m. And obtained a reading of 512 mg/dl. Based on this reading, the customer administered 7 units of insulin from his pump. After applying insulin, customer passed out and woke up 5 hours later. After waking up, customer performed testing at 11:41 p.m. And obtained a reading of 84 mg/dl. The customer ate food to raise his sugar levels, as he was feeling shaky and dizzy. After eating, the customer felt better and performed another testing at 12:51 a.m. On (B)(6) 2019 obtaining a reading of 153 mg/dl. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.